Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a follow-up, device interrogation of the implantable pulse generator (ipg) showed elective replacement indicator (eri)/recommended replacement time (rrt) notification and the device setting was vvi65. In addition the physician observed an import decreased of ventricular (v) impedance measurements on the trend graphs. The physician reprogrammed the device to ddd mode, checked the a (atrial) and v impedances, and thresholds which were okay and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. False eri (elective replacement indicator) triggered on 2015-08-30 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.